Manufacturer narrative:
Aris known. No lot or item #. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pain with daily activities and intercourse requiring additional medical care and a removal procedure, injuries, infections, pain, discharge, and multiple corrective surgeries, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia, urinary incontinence, physical deformity, erosion of the vaginal wall and other tissues, infection.